Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found a depleted battery status and the comm module failed to enable the wireless settings of the pump and connect to the wireless network. The cause was suspected to be the wireless radio board. The comm module is being sent to supplier for further analysis.

Event description:
It was reported that the wireless communication module was not working (out of box). The results of the investigation found that there was a depleted battery status. There was no patient involvement, and no adverse event reported.